Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motion positioner controller was replaced in the imaging system. The representative reported that the inner gantry cover was also manually adjust and that the rotor was recalibrated. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion positioner controller has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system noted that a component within the system was stuck. When attempting to open the gantry, the gantry would not. It was noted that the rotor would not home either. The gantry was then manually opened by the site. Images were transferred to the navigation system and noted to have a low quality. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic received information that the procedure was delayed 15-20 minutes due to the reported issue. It was noted that one image acquisition could not be used and the surgeon opted to complete the procedure without medtronic imaging. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The analysis on the motion positioner controller was completed by medtronic personnel. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.